Manufacturer narrative:
(B)(4) suture broken. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on an unknown date. According to the complainant, during the procedure, the suture broke. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event.